Manufacturer narrative:
Date of this report: 06/24/2016. Is the device available for evaluation? Yes. Date received: 07/18/2016. Date received by manufacturer: 09/14/2016. Product evaluation: service and repair performed pre-repair temperature testing on the device. Before running the device temperature was 84 f. After running the device for one minute, the temperature was 95 f. After running the device for 5 minutes the temperature was 141 f. The collet was corroded, the bearings are noisy and the connector of the cable is damaged. The device was scrapped. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results not available; device not received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device "heats up. The customer has noticed before surgery." There was no patient impact as it was discovered prior to use. It was confirmed that "the drill heats up immediately" and a backup drill was used for the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.